Event description:
A pt reported experiencing inaccurate low results with a ot basic original meter. The pt's blood glucose results were 96mg/dl (meter), 186mg/dl (lab). Tests were done <10 mins apart with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.